Manufacturer narrative:
Simulated use testing confirmed the reported issue. Disassembly and further evaluation was able to determine that the vacuum sleeve failed causing the shaft to frost.

Event description:
During probe freeze test, ice ball was created at the tip as normal, however entire length of shaft was icy. Thawed and re-performed test with same results. Doctor was not comfortable using probe. Opened another probe for procedure.